Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the front panel was faulty. The fsr replaced the front panel and the reported issue was resolved. The fsr ran the operational verification procedure and the device meets manufacturer's specifications. The vyaire medical failure analysis laboratory received the suspect component, a vela front panel assembly. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the ventilator was blank on start up. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela front panel, and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to the backlight failing.